Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular tachycardia (pvc) ablation procedure with a thermocool smarttouch sf (stsf) and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention, however the patient died. In left ventricle (lv) pvc ablation, a via retrograde approach was used. Mapping and finding the pvc origin were good, ablation was performed with stsf 50w for max 60s with contact force between 10-28gr. Maximum ablation index was 880. During the procedure, the patient developed chest pain. Echo was performed and pericardial effusion was observed. Blood pressure remained "ok" for the first minutes (70/40mmhg) but patient condition decreased. Emergency pericardial drainage was performed successfully and 3 blood transfusions were administered, effusion didn¿t stop. Patient was referred for cardiac emergency operation in another center, patient was successfully treated with open surgery and stop the effusion via a large (8mm) ventricular perforation. Patient died day after procedure because of hemorrhagic shock. There is so far no operating room (or) report of the emergency surgery that was performed (in another center) to repair the perforation. Physician's opinion on the cause of the adverse event was that it seems like the perforation and long emergency open surgery was too much for an old patient. There was no bwi product malfunction and the patient was in good general condition with no relevant restriction. Other relevant history included coronary disease with percutaneous transluminal coronary angioplasty (ptca) to the right coronary artery (rca) (B)(6) 2024. No transseptal puncture was performed. There was no evidence of steam pop. No error messages observed on bwi equipment during the procedure.